Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a loose scope socket and video connector socket failure to secure paddles causing noise or loss of image were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes. The event occurred during an endobronchial ultrasound (ebus) bronchoscopy; however, the ebus portion of the operation was not performed, and the procedure was aborted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. The failure may have been caused by a change in the operational amplifier circuitry on the printed circuit board that caused countermeasures to fail, or the video connector may have been improperly connected. It was confirmed that the design change of the printed circuit board was implemented on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.